Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue of e117 error was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. It is likely the reported issue occurred due a defective motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited error code e117. The issue occurred during receipt inspection and was completed using a similar device. There were no reports of patient harm.